Event description:
This catheter was being utilized for a procedure in an arterial-venous dialysis graft. Access was made to the pt's vasculature and the catheter and guidewire were advanced as normal. During the insertion, at approx 1/2" deep, the catheter "accordioned" at the leading end. There was no reported injury to the pt.